Event description:
It was reported that the indicated battery charge of the device dropped by 40% in a short period of time. There was no adverse impact to the customer's blood glucose level. The customer was given best practice tips and advised to monitor the situation, with an invitation to call back if the issue persists.